Event description:
It was reported to philips that the c-arm motorized geometry movement was not working correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the c-arm could not be moved to the work position until they manually moved it a bit further by releasing the manual breaks on the c-arm. The philips field service engineer (fse) examined the system onsite and found that there was banging sound coming from the c-arm as it was being moved during the transition of the extension rail to the normal longitudinal rail. During troubleshooting, the fse loosened the extension rail and realigned the join and position of the rail to make the transition smoother. The fse recalibrated the longitudinal position and current, and then tested the motorized movement over the transition between longitudinal rail and extension rail. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.